Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a battery out limit. Customer states that they also received a button error alarm. The blood glucose reading is 246 mg/dl.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces; also with debris under display window. No button error alarms noted. The insulin powered up properly after battery installation. The operating currents are within specification. No unexpected battery out limit alarms noted. The insulin pump has cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, battery tube threads, minor scratched display window and missing end cap sticker.